Manufacturer narrative:
(B)(4). A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. It should be noted the gore® tag® thoracic endoprosthesis instruction for use (IFU) states ¿complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aortic expansion, and reoperation.¿ per IFU, considerations for patient selection include but are not limited to patient comorbidities and anatomical suitability for endovascular repair.

Event description:
On (B)(6) 2019, the patient underwent endovascular treatment of an aortic arch aneurysm using a conformable gore® tag® thoracic endoprosthesis. On an unknown date in 2020, follow-up computed tomographic imaging reportedly showed the aortic diameter was enlarged at the distal edge of the device (measurements not available). The cause for the aortic expansion was unknown, however, the physician indicated the poor condition of the vessel may have been a contributing factor. On (B)(6) 2020, a re-intervention procedure was performed whereby an additional stent graft was implanted to prevent a distal type I endoleak. The procedure was completed without any reported issues and the patient tolerated the procedure.